Event description:
At almost completion of left total knee replacement, saw blade noted to have a piece broken off. It is the piece that holds the blade in the saw. One piece was located; the other piece was not found. These pieces did not come into contact with the patient. Doctor made aware. X-ray ordered results negative per doctor. Saw blade given to nurse manager.